Event description:
It was reported that the device exhibited error code 46228. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The reported issue was confirmed with the pvt testing. To solve the issue the device was charged for a few days. The downstream occlusion (dso) seal was calibrated. The device then passed all tests after the repairs.